Manufacturer narrative:
Diagnostic/functional testing was performed. Results of the functional testing indicate the mx40 was malfunctioning and not producing sound, the speaker was defective. A replacement device was provided to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker malfunction occurred. It was confirmed that the device was not emitting sound. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Event description:
It was reported that a speaker malfunction occurred. It was unconfirmed if the device was emitting sound at the time of the event. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).